Manufacturer narrative:
The ge service rep repaired a doa gas shock assembly so he reordered the assembly. The rep installed the new gas shock assembly. The system is operating as intended.

Event description:
The customer reported that the cpp vfd was not working and the monitor arm drifts. During boot up the control lights were on but screen was black.